Event description:
My daughter needed to remove her insulin pump because her sensor stopped working. I contacted (B)(4) in (B)(4) that this is a common occurrence, there is a gap in access especially among child who knock the device, pull it off, requires removal for medical imaging, the sensor fails, engineering failure including bluetooth interface, etc. Whatever the reason, dexcom does not provide in advance a buffer supply for example 1 month of sensors, does not work with insurance companies to address the gap in available such as cgm sensors, while insurance companies strictly adhere to their refill schedule, both dexcom and insurance companies do not address this for financial reasons knowing that when it happens, which is statically common, it will injure the patient up to including fatality or death - this is an intent to cause injury for financial gain by dexcom . In my daughters case around 3 days ago her sensor stopped working, we don't have additional sensors and when new ones will arrive is still tbd. I did talk to (B)(4) at dexcom employee ID (B)(4) who was willing to transfer me to dexcom care at (B)(4), they are closed today so will be no help to get my daughter the necessary dexcom sensor to use her insulin pump. I requested this issue be raised to dexcom corporate but (B)(4) is not able to do that, so my next step it to file an FDA complaint. FDA safety report ID# (B)(4).